Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: ¿ thermally and mechanically induced. ¿ due to wear and tear. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the sheath tip was broken. There were no reports of patient harm.